Event description:
It was reported that the notifier declared a defect on the drain bag urinometer. It was stated that there was a persistent fold at the level of the balloon when deflating, causing a difficult withdrawal of the catheter, which could be traumatic because of the need to force. It was also stated that this was dangerous for the patient because there was a risk of damaging the urethra and the urinary meatus of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 2-way temp sensing catheter. Visual inspection of the sample noted the funnel of the catheter was cut upon return. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. With the syringe attach the catheter deflated passively in 1 minute and 51 seconds with no cuffing, mushrooming, or leaks noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the notifier declared a defect on the drain bag urinometer. It was stated that there was a persistent fold at the level of the balloon when deflating, causing a difficult withdrawal of the catheter, which could be traumatic because of the need to force. It was also stated that this was dangerous for the patient because there was a risk of damaging the urethra and the urinary meatus of the patient.